Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): complete UDI# is unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device lot number is not available, and the device was reported as discarded; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown as lot number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens was implanted on (B)(6) 2020 and the next day post operation a foreign object across line of vision was observed. The patient was taken to the surgery room and the foreign object was removed from the patient's eye. It was indicated that the lens remains in situ. It was reported that the lens came in the daisy wheel and was inserted using a platinum unfolder and cartridge. The account did inspect the lens prior to implantation and did not notice any foreign material. They did not inspect the cartridge. It was noted that all disposables (cartridge) were disposed of. No further information was provided.

Manufacturer narrative:
Additional information: the foreign material was received taped onto a microscope slide. No johnson and johnson components or lens was received with the returned product. Visual inspection under magnification revealed a thread/string-like taped onto the returned microscope slide. The foreign material was forwarded to an independent laboratories for fourier transform infrared spectroscopy (ftir) analysis. The ftir analysis shows that the fiber is consistent with a cellulose-based material (e.g. Cotton, rayon, lint). The ftir spectrum raw data output file generated by the foreign material from the independent laboratories was then compared against the añasco manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation (90% confidence). The complaint issue was confirmed, however due to the low correlation (correlation less than 0.90000) between the foreign material and the añasco manufacturing process ftir library it cannot be confirmed if the issue is related to handling or manufacturing, because añasco has manufacturing controls in place to prevent the release of product with foreign material on it, and therefore no product deficiency could be identified. Section h6 conclusion code 4315 added. All pertinent information available to johnson and johnson surgical vision has been submitted.